Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional left heart catheterization. Reportedly, the proglide was deployed successfully. When attempting to remove the sheath from the knot pusher, prior to use in the patient, the sheath was very difficult to remove. The knot pusher became mangled and was, therefore, not used on the patient. The suture trimmer was used to advance the knot of the proglide. The knot was not able to be advanced far enough and there was still some bleeding so manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported difficulty removing the snare knot pusher could not be tested/confirmed due to the sheath cover not being returned. The failure to advance the knot could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.